Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Evaluation results: zoll medical corporation evaluated the device and the customer's report of an accessory 7 was not replicated or confirmed. The device was put through extensive testing including debug and stress testing (including customer accessories) without duplicating the report. The device was recertified and returned to the customer. The customer's report of the defib output was out of specification was determined to be poor coupling. Review of the device log showed all shocks are within specifications; however, the third shock detects a higher impedance difference of 32 ohms indicating there was poor coupling between the electrodes and the patient. The customer's report of the patient received a burn is device used incorrectly. Review of the provided photo's and communication with the customer the injury is located on the temple of the patient not on the chest where electrodes are instructed to be placed. Customer confirmed that the defib was not used in an oxygen rich environment. The customer did state oxygen was being supplied through an ambu-bag (closed system); however, since the patient caught on fire, the customer agreed there must have been a leak. The customer was made aware of the risk with using the device in an oxygen rich environment. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), burns were found on the patient's skin, the device displayed an "accessory error 7" message, and the defib output was out of specification. Patient sustained second to third degree burn marks.